Event description:
A minivision stent was deployed in the proximal end of the lesion. The physician found he needed to place a stent in the distal end of the lesion as well. The physician did not pre-dilate. The physician thought the first stent was adequately opposed and while trying to place the second stent through the first stent, the second stent got caught and flow was compromised. The delivery system was removed and it was not possible to get a 1.5 mm balloon catheter to dilate and compress the stent to the vessel wall. It was decided to take the pt to surgery; however, on the way to surgery the pt died. The pt's condition was extreme, and was brought in with an acute mi.